Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 44 mmol/l (792 mg/dl), while wearing the pod between 49 and 71 hours. Despite administration of multiple correction boluses, glycemic control was not achieved. The patient sought medical attention via an on-duty general practitioner on (B)(6) 2026 and was subsequently admitted to the hospital (B)(6). Medical evaluation indicated that the cannula had not properly inserted, possibly at an angle, which may have resulted in inadequate insulin delivery. During hospitalization the patient was treated with insulin injections while the pod remained in use. The patient was discharged on (B)(6) 2026.